Event description:
The customer received error messages, performed some maintenance, and initialized the instrument. She heard a hissing sound, a release of pressure and received error messages. The customer noted the indicator light for a fuse was not lit. The field service representative found there was a problem with the compressor and the pcb power module had overheated and the resistors were burnt on the board. He replaced the pcb power module and the compressor. He ran diagnostic checks without errors and the instrument initialized without errors. No patients were involved and there was no adverse event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.